Event description:
Per the physician, the patient experienced a decrease in performance. During explantation the physician discovered a keloid mass surrounding the receiver stimulator of the implant. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.